Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: during investigation, the display lens was found to be cracked on the lower right corner. Unrelated to the complaint, investigation revealed that the display was dim and discolored. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.